Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. The inlay was received in an empty/dry contact lens case (not stored in solution) and examination showed particles on the inlay surface. The presence of the observed particulates is likely the result of contamination during removal from the eye and storage/transport, as evidenced by the dry lens case in which it was stored post explant and the fact that the initial reporter never reported any problem with the inlay surface or appearance. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position is listed in the device labeling as a known potential risk. Complaint reference #: (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2016. The inlay was explanted on (B)(6) 2017 due to inlay decentration 1 mm superiorly. The decentration did not result in any adverse impact on vision. The patient's prognosis post explant was reported as good and stable. The surgeon believes the decentration was related to endothelial dysfunction.